Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the reported failure was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Additionally, the investigation identified no image; due to a b30 scope communications error, and white residue within the air/water channel and cylinder. However, a definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device. Updated fields: d9, h2, h3, h4, h6, h11.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a blank screen. The issue was found during set up / inspection for use. There were no reports of patient involvement.